Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with a detachment on the hypo-tube. The hypo-tube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypo-tube proximal/distal to the detachment site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the catheter of one resolute integrity coronary drug eluting stent detached, cracked or fractured during advancement through the guide catheter. The lesion being treated was in the circumflex (cx) artery. No patient complications have been reported as a result of this event.